Manufacturer narrative:
Patient weight was reported as (B)(6). Concomitant medical product: (3) 8100. The customer¿s report of a heparin overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing showed the pump module was delivering fluid outside of specification on the low side. Internal inspection revealed that all 6 bezel bosses were cracked and separated. Broken/separated bezel bosses can result in the occluder fingers and/or pumping fingers intermittently moving out of proper position, which can lead to over or under infusions. The root cause of the overinfusion was not definitively identified as testing failed to replicate the overinfusion. The probable cause, however, is the cracked and separated bezel bosses.

Event description:
The customer reported that a primary infusion of heparin 25,000 units/500 ml was to begin infusing at 1730 through a central line under the critical care/ICU profile. It was intended to be at a constant rate of 500 units/hr or 10 ml/hr. A ptt level scheduled at 2300 was drawn with results as incalculable and the repeat ptt had the same result. The lab confirmed this likely meant that the ptt was greater than 200. A blood sample was run through a different machine to ensure there was no lab malfunction. The heparin bag was found empty at 0200 with the patient having received the full bag in 5-6 hrs. Repeat labs were drawn after the heparin had been on hold. The ptt was at 145 and there was a drop in hemoglobin (results not specified). Poison control was contacted by the night hospitalist; the patient was given 10 mg of protamine with 1 unit of prbc, then was transferred to the ICU.

Manufacturer narrative:
In summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that a primary infusion of heparin 25,000 units/500 ml was to begin infusing at 1730 through a central line under the critical care/ICU profile. It was intended to be at a constant rate of 500 units/hr or 10 ml/hr. A ptt level scheduled at 2300 was drawn with results as incalculable and the repeat ptt had the same result. The lab confirmed this likely meant that the ptt was greater than 200. A blood sample was run through a different machine to ensure there was no lab malfunction. The heparin bag was found empty at 0200 with the patient having received the full bag in 5-6 hrs. Repeat labs were drawn after the heparin had been on hold. The ptt was at 145 and there was a drop in hemoglobin (results not specified). Poison control was contacted by the night hospitalist; the patient was given 10 mg of protamine with 1 unit of prbc, then was transferred to the ICU.